Event description:
During surgery, a collagen peel off was observed on the inside of the graft. The graft was not implanted.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility # has been assigned to this report. Eval summary: method eval: the non implanted graft was returned to the MFR in a sealed container. The graft was soaked with blood. Visual examination confirmed a collagen peel off (size of 2mm width and 5mm long) on the inside of the graft, at one side of the sample. Two products coated on the same day and at the same period than the complaint device were evaluated. The visual exam evidenced no product anomaly and no poor collagen adherence. The grafts were handled with precaution. The inspection evidenced that the products are soft to the touch. The grafts were cut lengthwise in order to inspect the inside of the graft: no damage or collagen peel off was observed. Results eval: a review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on two grafts coated the same day than the complaint device indicated values well within product specifications. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. Conclusions eval code: no conclusion can be drawn. However, investigation would tend to indicate that the device was not defective. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. Note that the product IFU clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.